Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the device had an operational check/self-test failed. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the 453564570781 xl+ pca processor, which was replaced, along with the 453564489001dfm100 assy capacitance and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 453564570781 xl+ pca processor which was replaced, along with the 453564489001dfm100 assy capacitance. The reported problem was confirmed. The customer replaced the 453564570781 xl+ pca processor which was replaced, along with the 453564489001dfm100 assy capacitance to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.